Manufacturer narrative:
On (B)(6) 2014, a replacement pump was shipped to the customer as well as a request and pre-paid label to return the original pump to ameda. On (B)(4) 2014, a certified letter was sent to the customer requesting that the pump be returned for evaluation. The product has not been returned to ameda, inc. At this time.

Event description:
The customer contacted ameda via phone call on 08/19/2014. She stated that one week ago (on (B)(6) 2014) after a pumping session, she turned the purely yours breast pump off and her (B)(6) year old son immediately "tried to pick up the pump and burnt his fingers of his right hand were burned. The customer stated she applied cold water to her son's finger tips. When asked if she sought medical attention, she replied, "no, he seems fine now."